Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s first name is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports periimplantitis around implant tsvt6b10. Bone loss is also reported. Tooth site # 31. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was updated to 4109. H6: results code was updated to 213. H6: conclusions code was updated to 67. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional or corrected information to report.